Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, but happened during a bolus. Customer's blood glucose was 119 mg/dl unknown at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.